Event description:
Called alleged imprecision with inratio. Results as follows: first test inr = 7.2, second test inr = 2.6, third test inr = 1.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060541: first test inr = 7.2, second test inr = 2.6, third test inr = 1.1, mean = 3.6, sd = 3.17, %cv = 87%. The %cv is greater than 20%. Per internal procedure, the precision fail the criteria for precision. Products will be tested.